Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. (B)(4).

Event description:
Additional information later received reported stopped pump period may exceed tube set occurred (B)(6) 2015 . The pump was used to deliver hydromorphone, bupivacaine and clonidine.

Event description:
On approximately (B)(6) 2015, the pump was alarming in the morning and then the patient started having underdose and withdrawal symptoms. The pump logs indicated that the pump motor had stalled. The hcp (healthcare professional) tried updating the pump without success. The stall never recovered. It was also reported that there was a ¿false motor stall/telemetry state related to MRI¿. Pump replacement was planned. The patient was referred to a neurosurgeon. The patient status was reported as ¿alive-no injury¿. It was later reported that the pump was replaced. Following the pump replacement the patient was receiving effective therapy. The drug in the pump at the time of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported at failure date the pump replacement was delayed as the patient had a pic line in place for treatment of cellulitis of the leg. ID (infectious disease) clearance was required by neuro surgery before pump replacement. There was not more than one motor stall noted in the event logs and the cause of the motor stall was unknown. The patient was placed on oral opiods, on clonidine for pain and withdrawal. The patient was hospitalized in spite of the oral opiods treatment for several days. The patient recovered without permanent impairment.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8703w, lot# l45238, implanted: (B)(6) 1997, product type: catheter. (B)(4).